Event description:
It was reported that the device was overheating during a procedure at the user facility. The case was completed successfully with no delay, medical intervention, or adverse consequences reported.